Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they received an insulin pump alarm and stopped delivery insulin. The user also reported experiencing low blood glucose after treating with a manual injection. Blood glucose reading was 23 mg/dl at the time of event. Customer was able to clear the alarm. Customer also had a blank display in insulin pump. Customer stated the battery was changed multiple times, but the issue resolved. The pump will not be returned for analysis.